Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in the hospital for routine follow up. The right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.